Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the error 4 message. The medical affairs specialist spoke with the patient's family member in 2005. The patient told the customer care representative (ccr) that the test strips were peeled back as they took them out of the vial. They expressed concern that they had no test strips to test with before taking their pills. The ccr was unable to walk the patient through retesting, as they had no more test strips. The ccr advised the patient to contact their physician for advice. Additionally, the ccr replaced the test strips via next day delivery. The patient's family member told the mas that the test strips had arrived and the patient was able to test with them. The family member denied that the patient experienced injury or medical intervention.